Event description:
It was reported that a pump alarmed "air sensor worn remove from service" at the start of an infusion of midazolam, 50 mg/50 ml, dose 3 mg/hr, vtbi of 45 ml. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This evaluation could not be confirm or reproduce the reported symptom, but did confirm multiple occurrences of "air-in-line!" Alarms through a device event history log review. Evaluation found two cracks in the upstream sensor tail, which will cause nuisance "air-in-line!" Alarms. The device was determined to not be within specification in relation to the reported symptom. The upstream sensor assembly was replaced.